Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during withdrawal of a 7f exoseal vascular closure device (vcd), this indicator window never changed color, the plug was not released, and closure failed. 20 minutes of manual compression along with an unknown compression device was used. There were no reported injuries to the patient. A retrograde approach was used in an interventional procedure. The patient¿s bmi was not greater than 40. The physician was certified in the use of the exoseal vascular closure device (vcd). There was no visible device or package damage prior to use. One exoseal vcd was used with an 8f non-cordis sheath. The femoral artery site was confirmed suitable by angiography with an appropriate insertion angle and vessel diameter =5 mm. No visible calcium/plaque, stent, >50% stenosis, prior closure within 30 days, or pre-existing hematoma, fistula, or pseudoaneurysm was observed. Manual compression lasted 20 minutes and was applied using both manual pressure and a compression device. There was no difficulty connecting the sheath to the vcd. The indicator wire cowling locked with an audible click, pulsatile flow was observed from the bleed-back indicator, and the vcd and sheath were retracted together until bleeding slowed or stopped. The physician did not place their thumb on the plug deployment button during retraction. The indicator window did not show red color. Upon removal, the indicator wire loop was visible and no anomalies were noted.the device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, during withdrawal of a 7f exoseal vascular closure device (vcd), this indicator window never changed color, the plug was not released, and closure failed. 20 minutes of manual compression along with an unknown compression device was used. There were no reported injuries to the patient. A retrograde approach was used in an interventional procedure. The patient¿s bmi was not greater than 40. The physician was certified in the use of the exoseal vascular closure device (vcd). There was no visible device or package damage prior to use. One exoseal vcd was used with an 8f non-cordis sheath. The femoral artery site was confirmed suitable by angiography with an appropriate insertion angle and vessel diameter =5 mm. No visible calcium/plaque, stent, >50% stenosis, prior closure within 30 days, or pre-existing hematoma, fistula, or pseudoaneurysm was observed. Manual compression lasted 20 minutes and was applied using both manual pressure and a compression device. There was no difficulty connecting the sheath to the vcd. The indicator wire cowling locked with an audible click, pulsatile flow was observed from the bleed-back indicator, and the vcd and sheath were retracted together until bleeding slowed or stopped. The physician did not place their thumb on the plug deployment button during retraction. The indicator window did not show red color. Upon removal, the indicator wire loop was visible and no anomalies were noted. One non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in its manufactured position and the indicator wire was found fully deployed. A non-cordis french 8 size catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis a delivery shaft kinked was observed during this analysis, located 6 cm apart from the distal tip. A dimensional analysis of the delivery shaft inner diameter was conducted in the received unit the result obtained was within specification. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white/red position was obtained as well. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device since functional analysis was completed and full window transition with successful plug deployment was achieved. The exact cause of the issue experienced could not be conclusively determined during analysis. A kink was noted on the delivery shaft. Based on the information available for review and product analysis, user-related factors (user error) such as the 8f sheath which was returned inserted into the 7f exoseal device may have affected the device. As stated in the indication for use (IFU), ¿the exoseal¿¿ vascular closure device is indicated for femoral artery puncture site closure, reducing time to hemostasis and ambulation in patients who have undergone diagnostic or interventional procedures using a standard corresponding french size vascular sheath introducer with up to a 12 cm working length.¿ the product description also includes, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling and could possibly affect the use of the device. The indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.